Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that (31) pcu assy fr case w/ keypad 8015 m2 require replacements due to unspecified keypad issues.

Event description:
It was reported that (31) pcu assy fr case w/ keypad 8015 m2 require replacements due to unspecified keypad issues.

Manufacturer narrative:
Correction on initial report: g.4 ((B)(6) 2020).